Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: on section of the port, a small piece of blue plastic was seen at the end of the camera channel. This appeared to be part of the valve mechanism. The piece was retrieved, no add'l bleeding, no tissue damage and no extension of operating room time. No pt injury occurred.